Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During outreach call, customer reported to have had low blood glucose of 40 mg/dl. Troubleshooting was performed and it was found that customer was not using bolus wizard which may have caused customer to stack insulin. Customer reported to have been hospitalized due to low blood glucose, but hospitalization details were not given. Customer's blood glucose at the time of call was 219 mg/dl. Customer was educated on the benefits of having bolus wizard programmed on insulin pump. Customer was advised to monitor insulin pump and to consult with healthcare professional regarding programming for bolus wizard.